Event description:
It was reported that the patient presented for a routine follow-up. Decreased sensing and increased capture threshold were observed. The patient will be monitored closely. There were no adverse consequences to the patient. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.